Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The pt's family member reports the pt experienced withdrawal symptoms shortly before the scheduled refill date. The pt was experiencing increased heart rate. The pt has their pump filled by a home health agency. No additional information was obtained on pt symptoms or outcome despite repeated attempts. The manufacturer was unable to locate the pt's following physician. The pump was returned to the manufacturer on 01/29/2007.